Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position for gallbladder drainage.

Event description:
It was reported to boston scientific corporation on june 15, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to gallbladder during a gallbladder drainage procedure performed on (B)(6) 2023. During the procedure, the stent first flange was deployed in an incorrect location. The stent was removed from the patient partially deployed. Two clips were used to close the puncture site and a ng tube was placed to complete the procedure. There were no patient complications as a result of this event. The patient was reported to be doing very well. Note: it was reported that the axios stent was to be implanted for gallbladder drainage. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The axios stent is not indicated to be implanted for gallbladder drainage.